Event description:
Related manufacturer report number: 2017865-2025-27878. It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right atrial (ra) lead and the right-ventricular (rv) lead exhibited loss of capture and low pacing impedance. The ra lead further exhibited high capture threshold. As a resolution programming changes were made to address the ra lead, and the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.